Manufacturer narrative:
Results: wirewound cannula body component. Conclusion - cause of event cannot be determined. Analysis: returned product inspection notes the report of soft tubing material is not confirmed, but the reported deformation (kink) was seen in the wirewound cannula body component. The kink in the wirewound body is located approximately 1" from the distal tip. The angle of the deformation is slight and would occlude flow through the product during use. Findings from visual exam of the wirewound body shows no gaps or overlaps in the wire spring noted, and no other physical damage is present. Mechanical forces applied to the body of the product found the reinforced tubing component did not collapse. Event information indicates the tubing kinked during purse string insertion. Conclusion: no patient event. Findings from product analysis are inconclusive; an exact cause is unknown for the reported product problem.

Event description:
Information received indicated the elongated, wirewound body of the device kinked (deformed) while the unit was positioned, resulting in product change-out during the case. The hcp also noted soft plastic under the reinforcing wire. No consequence was reported for the patient during device replacement.